Manufacturer narrative:
The event took place outside of the united states (in france) and was associated with a product that is also cleared for the market within the united states.

Event description:
Revision surgery due to a dismantling occurred (B)(6) 2019. The dismantling happened after the patient has fallen. The glenosphere might not have been screwed enough. ø36 glenosphere, ø36/+3 humeral cup were removed and replaced by ø36 glenosphere, ø36/+6 humeral cup. Primary surgery occurred (B)(6) 2018.